Event description:
A customer reported to beckman coulter that the access 2 immunoassay analyzer generated an erroneously elevated vitamin b12 result for one patient on (B)(6) 2013. Repeat testing performed on the same analyzer two days later on (B)(6) 2013, after troubleshooting, produced a lower result. The initial result was reported out of the laboratory, and later corrected. The customer stated that no harm to the patient had been reported.

Manufacturer narrative:
A beckman coulter customer technical support (cts) assisted the customer with troubleshooting. The cts advised customer to change the substrate probe, prime the system and perform another system check. The customer obtained a passing system check, and stated that the system was performing within the laboratory's established quality control ranges. After successful troubleshooting, the cts recommended the customer to repeat any patient samples that had been tested on the previous two days. Reports on total eight (8) patients' results were corrected. This report documents one of the eight patients' results, and the related event on the other seven patients tested on (B)(6) 2013 is documented in MDR # 2122870-2013-00163.